Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the affiliate. Broken jaw at bifurcation the analysis results found that the device was received with the jaws broken at bifurcation, with the jaws closed and with a malformed clip present. The jaws were manually opened and the clip was analyzed, however, no conclusion could be reached as to how the clip became malformed. The damage to the jaws is consistent with post decontamination process as evidence by overall state of corrosion. The instrument was cycled and ejected the remaining clips due to the jaws condition. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the ligamax was unable to fire (jammed) after six uses. Unknown how case was completed. There were no adverse consequences to the patient.